Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to an unspecified reading obtained from a competitor meter. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose via injection from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.